Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received two boxes labeled as novosyn violet 2 (5) 90cm hs48; code b0068463 and batch 721263 that contain 24 pouches each box of novosyn violet1 1 (4) 70cm hr30; code c0068049 and batch 721263. After investigation, it has been determined that this mix-up probably took place in production area when conditioning the product. Both products were packaged the same day. We assume a human error in the packaging process and 48 units of the code c0068049 were packed in two boxes (24 units per box) of the code b0068463. We have informed the personnel involved about this incidence. Final conclusion: taking into account that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that when opening the box, the sutures inside do not match. It concerns 2 whole boxes. No further information has been received.